Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for generator replacement due to normal eri. The lead was functioning normally prior to the procedure with no measurement anomalies. When the lead was connected to the replacement generator, high impedance with no capture was observed. The lead was removed and tested through the pacing system analyzer showing higher impedance measurement with no capture. The intra-cardiac egms showed noise and there were no visual anomalies observed. The lead was capped and replaced successfully. The patient was stable after the procedure.